Manufacturer narrative:
Issue addressed by CAPA # (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2015-01797 and 3010536692-2015-01798.

Event description:
Allegedly, patient was revised due to mom complications: excruciating pain when right hip pop and he fell; prosthetic neck; had fractured; difficult due to his hip pain and range of motion: right.